Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm and was not able to clear. Insulin pump would need to be replaced. Customer's blood glucose was 321 mg/dl.